Event description:
The user facility reported their washer was leaking water. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified a stainless steel flexible hose which was worn and caused the leaking water. The technician also identified several components of the washer which experienced water damage due to the leaking hose and required replacement including the control board, connector board, and printer. The stainless steel flexible hose had been rubbing against the washer's frame causing it to rupture. The unit was installed on (B)(6) 2001. The technician made the necessary repairs, ran a test cycle, and returned the washer to service operating according to specification.